Manufacturer narrative:
Insulin pump received with cracked case at display window corners and severe scratches on lcd window.

Event description:
Customer reported that there were scratches on the screen that made the information less visible. The blood glucose reading was 90 mg/dl. Customer was not aware of how the damage occurred. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.